Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display was dim and contrast reset did not resolve the issue. It was noted that there was no moisture in the pump and the screens can be read/maneuvered by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/15/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged display issue was duplicated. The pump powered up with auditory and vibratory features. The display screen was dim and discolored. Unrelated to the display issue, the contrast button responded intermittently while the remaining buttons responded properly. Removal of keypad cover found contamination under all the button contacts.